Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided. Suspected cause was due to having a basal rate setting that was too low. Bg was addressed correction bolus via manual dose injection. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.